Manufacturer narrative:
The investigation determined that a lower than expected vitros valproic acid (valp) result was obtained from a vitros therapeutic drug monitoring performance verifier (tdm pv) processed using vitros chemistry products valp reagent on a vitros 5600 integrated system. The assignable cause of the event cannot be determined. It appears that the customer is performing new calibrations whenever quality control (qc) is not as expected. It is unknown if the customer is performing any additional troubleshooting prior to calibrating, such as using fresh or new qc fluids. The customer¿s fluid and reagent handling protocol are unknown. Therefore, general protocol in addition to possible improper fluid handling, can neither be confirmed nor ruled out as a cause of this event. However, reagent handling is not likely to be the cause of this event as a reagent pack that produced unexpected results on the analyzer was moved to another analyzer and produced acceptable results on the alternate analyzer. A review of vitros valp lot 2511-26-6711 did not indicate a reagent issue. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros valp reagent lot 2511-26-6711. An ortho field engineer completed vitros valp precision testing on the vitros 5600 integrated system which yielded results that were within acceptable guidelines. However, a full marker precision run was not conducted. Therefore, the instrument cannot be entirely ruled out as a contributor to this event. The customer has moved to a new vitros valp reagent lot and has decided not to conduct any further troubleshooting on vitros valp reagent lot 2511-26-6711. The customer has agreed to monitor qc performance going forward.

Event description:
A customer obtained a lower than expected vitros valproic acid (valp) result from a vitros therapeutic drug monitoring performance verifier (tdm pv) using vitros chemistry products valp reagent in combination with a vitros 5600 integrated system. Tdm pvi lot y6278 vitros valp result 16.75 ug/ml versus an expected result of 29.09 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Ortho has not been made aware of any erroneous patient sample results that were obtained or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).